Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2026 at 7:54 am (est) with an sg of 66 mg/dl and no bg provided; dms review confirmed the same data at the time of the event. No low glucose alert was generated because the sg value did not fall below the alert threshold. The user did not seek medical treatment and resolved the event by drinking orange juice. The user's hcp is not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event during which they felt weak. The following example was provided: on (B)(6) 2026 at 7:54 am, sg was 66 mg/dl; bg was not provided. A review of the dms data confirmed that on (B)(6) 2026 at 7:54 am est, the user's sg was 66 mg/dl, no bg value was entered, and the sensor glucose was trending downward. The user did not receive a low glucose alert at the time of the event because the sg value was above the alert threshold. However, the user did receive a predicted low alert on(B)(6) 2026 at 7:44 am. It was noted that the user was not using the system between 7:57 am and 8:22 am on the same day. The user did not seek medical treatment and resolved the event by drinking orange juice. The user's hcp was not aware of the event; the user was advised to follow up with the hcp for further medical guidance. As no bg reading was taken at the time of the event, no separate inaccuracy complaint was created. A review of the overall sensor glucose data indicated good agreement between the bg and sg values. The in vivo raw sensor data did not show any anomalies and user's system was deemed to be working within expectations. B4.date of this report 22 feb 2026 g3.date received by the manufacturer? 22 feb 2026 h3. Device evaluated by manufacturer?yes h6. Medical device problem code updated to 1307 h6. Type of investigation updated to 4121 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67